Manufacturer narrative:
The investigation is ongoing and not yet completed. The risk assessment will be reviewed during investigation.

Event description:
While driving the device, the system arm moved unintentionally, causing the user's finger to get pinched/crushed by the device.